Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was brought back in and successfully passed dfts in reverse polarity. The sensing vector was changed back to bipolar as sensing improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day of implant of the extravascular (ev) lead and the extravascular implantable cardioverter defibrillator (ev-ICD), sensing and defibrillation threshold (dft) testing were successful. The next day variable r-waves and undersensing were noted. Dft testing was attempted, which failed. Two additional attempts failed to convert and external rescue was delivered. The physician discharged the patient with a wearable cardioverter defibrillator and will bring the patient back in a couple of weeks. Additionally, approximately two weeks later oversensing episodes were observed on the ev lead. The ev lead and ev-ICD remain in use. No patient complications have been reported as a result of this event.